Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, the left ventricular (lv) lead exhibited a high capture threshold, with multiple repositioning attempts performed. The helix of the lv lead was found to be bent. The lv lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix damage and unacceptable threshold. A complete lead was returned in one piece with the helix noted bent and clogged with blood/tissue. The reported event of helix damage was confirmed. X-ray examination of the lead found the helix was bent and stretched consistent with procedural damage. The cause of the reported event of helix damage was due to helix being bent and stretched consistent with procedural damage. The reported event of unacceptable threshold was not confirmed. Final analysis found no indication of conductor fractures or internal shorts.